Manufacturer narrative:
Date sent to FDA: 6/26/98. H6: optical microscopy with video documentaion. Light microscopy and fournier transform infrared spectrophotometer. Summary of investigation: a glove sample and vial containing flakes were returned for analysis. An internal investigation was conducted and an outside independent laboratory was consulted. The flakes from the returned sample and vial were identified as "promolip 25 protein-lecithin." This is a complex compound which can appear as waxy hygroscopic phosphatides that are widely distributed in animals and plants (as in nervous tissue) that form colloidal solutions in water. The maunfacturing retain samples from inventory showed no presence of flakes. The protein found on the complaint sample is not a natural protein found in/on latex. The outside laboratory confirmed that the material is protein based. The material protein is not imbedded in the latex but is adhered to the surface of the used glove. The sample flakes are not a latex based protein consistent within the manufacturing or packaging of co's gloves. The flakes have not been seen before in co's manufacturing or packaging process.

Event description:
A flake form substance was found on the body cavity of the pt during a cesarean section. There was no reported injury to the pt. The flakes were retrieved from the body cavity, and are thought to be from the gloves.